Event description:
A recall for this issue was initiated on 23-apr-2015. Doctor called in to report the machine will go down but not up and sometimes during exposures everything will stop. When the service technician arrived there was additional damage to support a machine fall. The service technician repaired the machine. No patient involvement.